Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 10/13/2023. An investigation was conducted on 10/17/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the returned btt. A microscopic inspection was conducted. Evidence of glue was observed on the outside of the insufflation tubing as well as within the port. There were no other visual defects observed. Based on the returned condition of the device, the reported failure "connection problem" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000335345 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures. Specific actions for the failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had broken co2 port on btt. While putting the insufflation tubing on and off, the lure lock connection broke apart from the btt. No added incisions or time. No pieces of the device came off in patient. Finished case using this same device. No patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.